Event description:
It was reported while using bd intima-ii 22gax1.00in prn slm npvc leakage occurred from the catheter and hub junction. There was no report of patient impact. The following information was provided by the initial reporter: in the process of arterial puncture for the patient at 11:00, on (B)(6) 2022, the nurse found continuous bleeding at the joint of the indwelling needle, which should be closed, in the extraction of steel needle, immediately removed the needle and re-punctured.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd intima-ii 22gax1.00in prn slm npvc leakage occurred from the catheter and hub junction. There was no report of patient impact. The following information was provided by the initial reporter: in the process of arterial puncture for the patient at 11:00, on (B)(6) 2022 , the nurse found continuous bleeding at the joint of the indwelling needle, which should be closed, in the extraction of steel needle, immediately removed the needle and re-punctured.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 1203256. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the affected sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.